Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must complete the cartridge cycle.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer cycled the cartridge only once. Tandem clinical support informed customer that cycling the cartridge only once, is off label per the user guide. Customer changed the pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.